Manufacturer narrative:
The initial MDR 1226181-2016-00387 was filed on august 1, 2016. Additional information (08/08/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned and lubricated the sample motor and realigned the reagent tray. The cse replaced the capstan and capstan motor. The cause of discordant, falsely elevated potassium results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of event. Intermittent errors were obtained on the instrument including failed to detect flush, failed to calibrate, and standard failed to detect. The customer performed maintenance due to the errors. The customer performed bleach clean and replaced a quickly te sensor. The customer also replaced x tubings. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on patient samples on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s), who questioned them. Two samples were redrawn and retested the next day on the same instrument, resulting lower. The customer did not provide repeat results for all patient samples. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.